Manufacturer narrative:
H6: patient code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, implanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported by trial patient's daughter that trial patient had a wire dislodge. More information was received on (B)(6) 2019, trial patient reported that their lead broke the same day as the evaluation and that a manufacturer representative (rep) will be fixing their lead on (B)(6) 2019. Symptom data was not collected as the trial patient had not started tracking symptom data but, they will start once the lead is fixed. Then on (B)(6) 2019, trial patient reported that they just had the lead fixed on (B)(6) 2019 by the healthcare professional (hcp). They stated they turned off the device when they went to bed because they were going every hour so they had their daughter turn it back on and they've only gone once since then. Furthermore, on (B)(6) 2019, trial patient reported being as sick as a dog. No further complications were reported or anticipated.